Manufacturer narrative:
Patient initials: (B)(6). Additional product code: hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Product manufacture date: 27december2012. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed no non-conformance reports related to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal ulna olecranon hardware removal was performed on (B)(6) 2015. The date of the original procedure was (B)(6) 2013. The reason for the removal was minimal loss of extension, and bursitis over the hardware. A surgical delay of approximately sixty to ninety (60-90) minutes was reported, as well as significant bone loss related to reaming or coring over the screws for the removal. The procedure was then completed without further incident. Hardware removal only; not revised to anything else. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.